Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment via the cable assembly and powered it on. The roller pump passed all self-tests. Luo tubing was inserted into the roller pump race and was properly occluded. The pst observed a 'belt slip' message. The roller pump was opened for inspection and the pst observed that the belt tensioner assembly was not tightened to specification. It was also observed that there was excessive grease on the retaining ring, felt washer, and main bearing. During microscopic inspection it was observed that the encoder ring was gouged and bent. The roller pump was reassembled and during testing the pst observed another 'belt slip' message. It was determined that the damaged encoder ring was the cause of the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the belt of the roller pump, but the problem persisted. He replaced the roller pump and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'belt slip' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.